Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds, t-wave oversensing (twos), and had a high number of short v-v intervals. The lead was attempted to be explanted, but the removal was unsuccessful. The physician elected to leave the lead in place and reprogram it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.